Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Pre-surgery, the robot computer would not connect to the controller. The clinical representative (cr) had to shut down, unplug and restart the robot 2-3 times before the computer would connect to the controller, overall taking about 30 minutes. There was no patient involvement and this incident did not cause a delay to the case as the cr was checking the controller connection prior to the surgery starting. The cr was able to get the controller to connect before surgery was ready to begin.

Event description:
Pre-surgery, the robot computer would not connect to the controller. The clinical representative (cr) had to shut down, unplug and restart the robot 2-3 times before the computer would connect to the controller, overall taking about 30 minutes. There was no patient involvement and this incident did not cause a delay to the case as the cr was checking the controller connection prior to the surgery starting. The cr was able to get the controller to connect before surgery was ready to begin.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer several times. This software anomaly will be addressed through our design issues management process.